Event description:
Tavr procedure underway. Valve deployed under trans-esophageal and fluoroscopic guidance without complications. Upon retracting the balloon, it was noted to have ruptured. Unable to be retracted into the edwards 14-french sheath. It had ruptured on calcification at the valve. Balloon had to be removed from the distal abdominal aorta via laparatomy.